Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the ccp, he was unable to control the pump speed during the problem, no power was lost and the flow rate was 2.8 liters per minute (l/min) at 1650 revolutions per minute (rpm) during priming.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal control module was "blanking out" while in use. As a result, an alternate device was employed. There was a five to ten minute delay to change out the device. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) checked operation of the centrifugal control unit and was unable to duplicate the complaint. He installed a loaner unit and checked operation after reconfiguring the perfusion screen to acknowledge loaner unit. The unit operated to manufacturer specifications and was returned to clinical use. During the laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported issue. The pst observed the centrifugal module to function as intended with no blanking of display. Exterior inspection revealed no signs of abuse or damage. The pst tested the centrifugal control module overnight and observed the display to be operational the next morning. He powered off system-1 power supply, disconnected the centrifugal control module and moved to cold chamber for four hours at 10 degrees celsius, reconnected centrifugal control module and powered on system-1 power supply and observed normal display with no blanking. He continued to test the centrifugal control module over a five hour period and observed normal operation with no blanking of display. The technician removed top cover of centrifugal control module, removed and disassembled display assembly, inspected all components and solder joints and electrically measured q210 transistor with digital multimeter. No anomalies observed. He continued to test centrifugal control module over a three day period and observed normal display with no blanking. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 22-jan-2016: prior to cardiopulmonary bypass (cpb), the centrifugal control module blanked and the perfusionist (ccp) was not able to control motor speed with the local controls. Cables and cords were inspected, but the failure mode was not able to be found. Since this occured prior to cpb, the ccp and the cardiac team elected to bring in a back-up perfusion system (hardware and disposables) to be used in this procedure. This delayed the set-up, but did not delay the cardiovascular (cv) surgeon or surgical procedure and did not delay the initiation of cpb. The case was completed successfully, without associated blood loss, and there was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2016 multiple perfusion screens were opened and closed with no indication of an issue. At 11:44:10 am the pump reported quantum control unit (qcu) missing (central control monitor missing) which most likely indicates a perfusion screen was opened. The pump then started reporting "vmot voltage range error" and "display supply error" over and over. Eventually this caused the pump to reboot multiple times as well. This will cause the display to be blank and a loss of pump control as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.